Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
The customer reported that the valve has come off the catheter. Patient had a small pneumothorax. Patient is stable and now everything is fine again.